Event description:
The customer reported to olympus during preparation for use a b30 (scope communication error) occurred on the evis exera iii xenon light source when using with gif-1th190. The customer had changed the scope to a gif-1tq160, and no error was found. The customer also tested the device with the cf-h170l scope and could be used with this system without error. There were no reports of patient harm associated with this event. This is report #1 of 2 due to multiple events reported. Reference report patient identifiers (B)(6) for additional events reported.

Manufacturer narrative:
An olympus field service engineer (fse) visited the customer's site and found same issue. The device was returned to olympus for inspection. The repair center confirmed the error b30 appeared due to a circuit board malfunction. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information obtained revealed the procedure was diagnostic, and there was no delay in the procedure. The healthcare professional changed the scope from a gif-1th190 to gif-1tq160 before the procedure started. The intended procedure that the patient was going to undergo at the time of the event was endoscopy for diagnosis, the devices were inspected before use. The healthcare professional always connects the scope to the evis exera iii video system center and performs testing before the procedure starts. Only the b30 error occurred, and the procedure was completed with a similar device (gif-1tq160).

Manufacturer narrative:
B5 - additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the (printed) circuit board malfunction could not be identified. Olympus will continue to monitor field performance for this device.